Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (sicd) was suspected to be depleting prematurely due to a battery depletion (bd) alert and the emission of tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported.